Manufacturer narrative:
Continuation of concomitant products: model: ddbb1d1, ICD; implanted: (B)(6) 2017, model: 5076-58, lead; implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) and a remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the patient's right atrial (ra) lead had triggered an alert for low/out-of-range pacing impedance and it was noted that the lead impedance trend appears stable. The ra impedance alert was programmed "off" and the lead remains in use. No patient complications have been reported as a result of this event.